Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a diagnostic procedure which was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The system log file was analyzed and found a communication loss between the x-ray pc and generator. Onsite troubleshooting by the philips field service engineer (fse) found an issue with the integrated power supply (ips) certeray r5 which wasn't sending 24 volts out to the system. The fse replaced the ips certeray and returned to philips for further analysis. The analysis confirmed the malfunction of the ips certeray r5 and found a defective 24v power supply. Following the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.